Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer changed the pump supplies to address the issue. Additionally, intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer cleared the alarms and continued to use to the pump for insulin therapy. Customer's blood glucose (bg) level ranged between 130-175mg/dl.